Event description:
Event involved a labor & delivery pt. Upon removal of catheter by qualified rn, resistance was met and catheter could not removed. Several attempts were made by personnel in anesthesiology group to remove catheter after repositioning pt. When catheter was finally removed, a small segment of tip was retained in pt and remains there at this time. There were no associated pt complications reported.